Event description:
A malfunction was reported on the pump, identified by the caller as malf 6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and provided instructions for future occurrences. The issue did not recur, and the customer was advised to continue using the pump with guidance to report if any malfunctions reappear.